Event description:
Implant fracture.

Event description:
IMPLANT FRACTURE.

Manufacturer narrative:
Implant regio 26 fractured. Construction was unknown. Patient suffered from periimplantitis following bone loss and implant instability. Material analysis concluded inhomogeneous mechanical overloading of the implant